Event description:
During a service visit from a beckman coulter (bec) field service engineer (fse) to address a high phosphorus quality control (qc), the fse discovered that the modular chemistry (mc) sample probe in the unicel dxc 880i synchron access clinical system (full system) was leaking. The leak was contained to the drip tray under the home location of the mc sample probe. The volume of leaked fluid was described as approximately 10 ml. Laboratory personnel and the fse were wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective face shields while operating and servicing the instrument. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated.

Manufacturer narrative:
The fse determined that the collar wash valve was not "changing state" and removing wash solution from the collar wash. The fse replaced the wash collar which resolved the issue. Service activity was verified. Bec identifier for this report is (B)(4).